Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Correction: evaluation code changed from no problem detected to adverse event related to procedure. Device eval by manufacturer: the stent is implanted in the patient and the delivery system was discarded by the customer, therefore a technical analysis was not performed. Anonymized media was received and a review was performed and found the following; the target lesion is in a small distal vessel. A challenging delivery through patient anatomy required proximal dilation and resulted in vessel dissection proximal to the lesion during stent positioning. The stent was deployed, there were at least 6 inflations performed before the stent delivery system was removed. The guide wire tip position changed during inflations and intramural contrast extravasation near the distal wire tip was noted after the stent delivery system was removed. The perforation in distal vessel was likely caused by wire tip during attempts to remove delivery system after stent deployment. A covered stent was placed to control the bleeding through the perforation required sealing the origin of target vessel. The proximal dissection was treated with balloon inflation. The media review concluded that the distal vessel perforation likely occurred during wire manipulation to detach delivery system from deployed stent. Taking into consideration the evaluation conducted and the details of the complaint, this product investigation is assigned the most probable root cause classification of adverse event related to procedure; the adverse event occurred during the procedure and the device had no influence on event. The media review confirmed that distal vessel perforation likely occurred during wire manipulation to detach delivery system from deployed stent.

Event description:
It was reported that difficulty removing a balloon, balloon stuck on device, and a dissection occurred. The target lesion was located in the stenosed left anterior descending artery (lad) and was predilated. A 2.25 x 20 synergy ii des was advanced to the target lesion. After the stent release, the balloon did not detach from the stent and could not be withdrawn. It was noted by the physician that the balloon appeared to be sticky. Even with multiple attempts to inflate and deflate the balloon, the balloon could not be removed from the stent. After several attempts, the balloon could be removed from the stent, but a vessel dissection occurred. The vessel dissection was treated with another stent. The procedure was completed and the 2.25x20 synergy stent remained implanted and was well positioned and well apposed to the vessel wall. No patient complications resulted and the patient status was stable following the procedure and the event was considered resolved.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that difficulty removing a balloon, balloon stuck on device, and a dissection occurred. The target lesion was located in the stenosed left anterior descending artery (lad) and was predilated. A 2.25 x 20 synergy ii des was advanced to the target lesion. After the stent release, the balloon did not detach from the stent and could not be withdrawn. It was noted by the physician that the balloon appeared to be sticky. Even with multiple attempts to inflate and deflate the balloon, the balloon could not be removed from the stent. After several attempts, the balloon could be removed from the stent, but a vessel dissection occurred. The vessel dissection was treated with another stent. The procedure was completed and the 2.25x20 synergy stent remained implanted and was well positioned and well apposed to the vessel wall. No patient complications resulted and the patient status was stable following the procedure and the event was considered resolved.